Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), cystitis ("bladder infection"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems:"), metrorrhagia ("metorhagia (bleeding b/w periods)") and genital haemorrhage ("abnormal bleeding (general)") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, cystitis, bladder disorder, urinary tract disorder, hormone level abnormal, metrorrhagia and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, genital haemorrhage, hormone level abnormal, metrorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs received: newly added events- genital bleeding, reporter was added, consumer address were updated and height was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), cystitis ("bladder infection"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems:") and metrorrhagia ("menorrhagia (bleeding b/w periods)") and was found to have hormone level abnormal ("other injuries/symptoms: hormonal changes"). At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, cystitis, bladder disorder, urinary tract disorder, hormone level abnormal and metrorrhagia outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, hormone level abnormal, metrorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2010 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received events "dysmenorrhea (cramping),pelvic pain,abdominal pain, metrorrhagia (bleeding b/w periods), migration, bladder/urinary problems: bladder infection, hormonal changes, plaintiff did not undergo essure confirmation test." Were added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.